Event description:
It was reported that the patient had 2 incidences of status epilepticus. The mom noted the one seizure in december lasted 6 days. No additional relevant information has been received to date.

Event description:
The explanted generator was received for analysis. Analysis was completed and approved for the generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Patient underwent a prophylactic replacement. The explanted generator has not been received for analysis to date. No additional relevant information has been received to date.